Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and hypotension. The right ventricular (rv) lead exhibited high, rising thresholds and impedance. The rv lead remains in use. No further patient complications have been reported as a result of this event.